Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an electrophysiology procedure, a guide wire tip detachment occurred. Upon attempting to complete a pacemaker and lead abstraction, the guide wire tip broke off inside the pt. The exact location of the guide wire separation is unk. The detached tip was snared out successfully. No further complications or injuries were reported. No further complications or injuries were reported. The procedure was successfully completed. The pt status was reported as "ok."